Manufacturer narrative:
Third party evaluated at customer site. The field service engineer (fse) stated the customer reported "blue liquid leaking from aer". The fse replaced the tank fill skinner valve and performed test cycle. At this time, the aer unit meets the manufacturer's specifications.

Event description:
The customer alleged the reservoir was overflowing with cidex opa solution. The customer stated no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.